Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred approximately forty-five minutes after the start of a patient¿s hemodialysis (hd) treatment. A small amount of blood was noted on the floor underneath the dialyzer. The cm said the blood leak was coming from the arterial head of the dialyzer. The machine, a fresenius 2008t machine, did not alarm. No physical damage or defects were noticed on the dialyzer. Once the leak was observed, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Corporate provided blood port and adapter caps were attached to the dialyzer. The fibers were wet with blood, with blood in the threads of the header on the non-cavity ID end. During gross visual examination, a polyurethane (pu) sliver was found on the non-cavity ID end at approximately 45°, with the dialysate ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) in the production of this lot. They were both unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The leak, which was potting related, was confirmed due to a pu sliver. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred approximately forty-five minutes after the start of a patient¿s hemodialysis (hd) treatment. A small amount of blood was noted on the floor underneath the dialyzer. The cm said the blood leak was coming from the arterial head of the dialyzer. The machine, a fresenius 2008t machine, did not alarm. No physical damage or defects were noticed on the dialyzer. Once the leak was observed, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.